Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had 2 endeavor resolute drug eluting stents implanted in the cx. Approximately 4 months later the patient experienced a cerebral infarction. The patient was treated medication. Investigator indicated that the event was not related to the study device. Patient has recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.